Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset. The self-adhesive of the infusion set was wet with insulin, and the cannula had come out of the patients body. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.